Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and failed due to incomplete status. Data was received but does not reflect full investigation window. Confirmation of the allegation could not be determined for serial number (B)(6). The allegation was undetermined. The probable cause could not be determined as the allegation was not found. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.